Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Technician reported lost procedures on 2 wave cards. First wave card did not read as pt was being brought under the laser, after the flaps had been created, but not lifted, on one pt. Technician switched to an emergency wave card (second card) without delay to case and one pt's two eyes were completed. After completion of treatment, emergency card debited 3 procedures instead of two. When the first wave card was re-checked, it showed 2 procedures were debited, when it was reported to not have been utilized at all. Technician requested credit for the 1 procedure incorrectly debited on the emergency wave card and 2 procedures incorrectly debited from the first wave card.